Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The check flo valve was leaking during procedure. The procedure was completed with the device in question. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, manufacturing instructions,trends, and quality control documentation review of the device was conducted during the investigation. Although the devices were not returned for evaluation, the root cause was determined to be related to manufacturing based on the complaint history.